Manufacturer narrative:
Cmp-(B)(4). Report source: (B)(6). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument was worn and had a missing bearing.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual and technical inspection of the returned device determined the tibial articular surface inserter shows one of the ball bearings has come out. Also the screw that attaches the lever shows signs of being disassembled (wear). DHR was reviewed and no discrepancies were found. The device had about 12.5 years of field life and based on provided information the root cause can be determined as wear and tear due to normal usage. There are warnings in the package insert regarding this type of event and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.